Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's blood glucose (bg) level was elevated at 250 mg/dl. The customer reported bg level was due to a recent meal consumed. To address the bg level, the customer delivered a correction bolus with the pump.